Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. H6. Medical device problem code a01 (patient device interaction problem) was not included in the initial MDR and is now correctly added. Investigation summary: no product return. Log not available. Mechanical interaction with blood/ hemolysis: pump inlet was in lv free space but up against heart wall causing hemolysis, pump was repositioned and hemolysis resolved. The root cause of miwb/ hemolysis issue was use related due to improper position as it resolved by repositioning pump. Device in wrong position: the root cause of position issue was likely use related with pump placement being deep and was against heart wall initially, it resolved with reposition. Device history lot: device lot : 1991901. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not saved by the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted via percutaneous right femoral artery with an impella cp for mechanical circulatory support. The pump inlet was in the left ventricle free space but up against the heart wall causing hemolysis. Imaging was used to check the pump position and it was deep. The pump was repositioned and hemolysis resolved. The patient's outcome was stable.